Event description:
A consumer reported that during an intraocular lens (iol) implant procedure, the lens was broken after implanting in to the eye. The lens was removed from the eye during initial procedure. Consumer told that, post operatively she had, a difficult time controlling her eye pressure and can't find cause. She will have a glaucoma drain inserted in the near future. She was in excruciating pain in the beginning after surgery. This pain is much improved although she still suffers from an occasional stabbing pain in the eye. She thinks steroid drop caused pressure to go up very high. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).